Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received an inappropriate shock due to atrial fibrillation with high ventricular frequency. The physician has elected not to make programming changes. Patient condition was good.